Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: cable failure. Based on the results of the investigation, the information obtained from this complaint did not lead to the identification of the cause of the occurrence. A definitive root cause could not be determined. A device history record-DHR review was conducted, and no issues were identified. The event can be detected/prevented by following the instructions for use which state: ¦4.1 precautions (warning) ¿ if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. ¿ if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure we checked the instruction manual otv-s300 IFU (ra1414_18) on the side of the unit, and it describes the e226 error with the following information. 10.2 troubleshooting guide. Error code:e226 error message: scope communication error. Possible cause: the communication between the endoscope and video system center has failed. Solution: immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a connection fault with a connection error. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a connection fault with a connection error. There were no reports of patient harm.